Event description:
It was reported that a user experienced lack of glucose readings on the ilet display after starting a new libre 3 plus sensor, with the pump showing ¿sensor unavailable,¿ while a caregiver fingerstick measured 136 mg/dl; guided rescanning restored readings shortly after. Symptoms included no reported clinical effects. Outcomes included temporary interruption of sensor data to the pump. Investigation included guided troubleshooting, device-menu review, and sensor rescan. Investigation of this case revealed a transient communication or pairing issue between the pump and the libre 3 plus sensor that resolved with a rescan, consistent with sensor availability or connectivity error. It was concluded, based on previously established findings for similar reports, that the cause was user-interaction or transient sensor-pairing behavior consistent with normal operation recoverable through standard troubleshooting.